Manufacturer narrative:
UDI: (B)(4).

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(6) that during a meniscal repair surgery on an unknown date, it was observed that two truespan 12 degree peek, and one truespan 24 degree peek devices did not completely come out of the needle at the time of passing the meniscus, and firing the first point. As a result, when the needle was removed from the meniscus, it came out with the implant, and the point was lost. The procedure was completed successfully with a replacement with no delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that at the time of passing the meniscus with the truespan needle and firing the first point, the peek implant does not completely come out of the needle, so when the needle is removed from the meniscus it comes out with the implant and the point is lost. The device was received and evaluated, on the visual inspection, one of the implants was received in deployed condition which shows that the user deployed the first implant. However, it was evident that the implant was not fully deployed due to a very small part of the implant remains inside the applier. When performing the functional test, the second implant was able to be deployed without any issues. No structural anomalies were observed on both implants. According with the visual inspection and the functional test results, this complaint cannot be confirmed and therefore unable to be replicated for the described issue. The possible root cause for this issue can be attributed to the handling of the device, according with the IFU, the red trigger should be fully depressed while maintaining depth positioning until an audible "click" can be heard. A manufacturing record evaluation was performed for the finished device lot number (6l45376), and no non-conformances related to the reported complaint condition were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.